Manufacturer narrative:
It was reported that the needle did not attach well to the syringe. The reported problem/issue was identified while drawing up an unspecified sedation medication. The reporting facility indicated that they "have been losing the sedation and having to waste the meds." No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. No sample has been returned to the manufacturer for evaluation and a root cause for the reported problem/issue could not be determined. Due to the reported loss of the unspecified sedation medication, and in an abundance of caution, this medwatch is being filed. If additional relevant information because available, a supplemental medwatch will be filed.

Event description:
It was reported that the needle did not attach well to the syringe.